Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An event received indicated a patient was deceased and died approximately nine and one half months after device and lead replacement. The cause of death has been requested and not received.